Event description:
A personal injury attorney, on behalf of patient, has initiated litigation against dexcom, based upon the patient¿s allegation that he was injured while allegedly using the g6 cgm device. Patient¿s attorney alleges that the pediatric user¿s receiver/display device failed to alert him to dangerous glucose levels and/or stopped receiving glucose information from the g6 system. It was stated that as a direct and proximate result thereof, the user experienced serious injuries requiring treatment, including but not limited to complications due to hyperglycemia and diabetic ketoacidosis and required inpatient hospital care for continuous monitoring and treatment of his injuries. Despite additional requests for information, no further information was provided.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and hyperglycemia. Dexcom was served with a legal action as a result of the patient¿s alleged injury. The reporter did not provide a description or information regarding the circumstances of the alleged event or details of the alleged injury other than what is alleged in the complaint. Dexcom has provided to FDA the information it currently has relating to this alleged adverse event. Dexcom has requested further information from the patient¿s personal injury lawyer.

Manufacturer narrative:
(B)(4)

Event description:
Data was evaluated and the allegation was not confirmed. The probable cause could not be determined.